Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported an unknown side of having developed the bia-alcl complication. Patient later reported "test was performed for bia-alcl and it came back negative." This record will be for the left side. Healthcare professional additionally called to report "left-side capsular contracture, unknown baker grade and exchange of textured device due to patient's concern with product." Device has been explanted.